Event description:
I was very sick with sudden autoimmune ra/fibromyalgia and connective tissue issues. I had so much information and odd swelling they had me do a CT of my chest and found that I had a ruptured silicone implant. I had both implants removed last wednesday and I had my doctor return them so that they could be reviewed by the FDA.